Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 9 atmospheres, the balloon ruptured. The device was removed intact and without any problem. The procedure was completed with a new athletis balloon catheter and successful revascularization was achieved. There were no patient complications nor injuries reported.